Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation ongoing. Note: UDI and manufacturing date are not yet available due to incomplete information and pending confirmation of the affected device details received.

Event description:
Hamilton medical ag received the following event description: exhalation obstruction messages. Sent questionnaire to customer they do not know occurrence date. Ventilator was on a patient but all other values unknown but answered no due to limitations - no health consequences or impact - no intervention necessary.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that the hamilton-t1 ventilator alarmed for ¿exhalation obstructed¿ during ventilation. As device logs were not available, the exact circumstances of the event could not be verified. Testing of the ventilator with three different exhalation valve covers showed no abnormalities, and the issue was isolated to a single valve cover from lot 202977 or 202455. The findings are consistent with a blockage in the affected valve cover, potentially related to the membrane. A review of the customer¿s inventory confirmed that no additional covers from these lots remained in use. Service software checks were performed in accordance with manufacturer specifications, and all functional tests were passed. Based on the available information, the device operates as intended and no clinical impact has been reported. Case considered closed.